Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection approximately three weeks after the implant of an implantable cardioverter defibrillator (ICD) system and absorbable envelope. The pocket was exhibiting erythema, warmth, and was spilling purulent blood serum and drainage. A transesophageal echocardiogram and echocolor dopppler showed abnormal endocarditis vegetation adhering to a lead. Blood cultures were positive for pseudomonas aeruginosas. The patient was administered antibiotics and the ICD system was explanted and replaced. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.